Event description:
It was reported that in the past 10 minutes when the patient bent over and then stood up they felt their backside crack. They then hit the side of a marble cabinet directly onto the site of the implantable neurostimulator (ins) at which time they felt pain and a change in their stimulation. There was also a "bright red" spot over the ins site which felt hot. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v192314, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that the patient is still having concerns with their device or therapy but has not sought further help from her health care provider (hcp).